Manufacturer narrative:
The device was not returned for analysis as [the device remains implanted]; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on 02-may-2025. The patient was discharged. During the routine 45 day follow up computed tomography (CT) imaging showed suspicion of a non-mobile thrombus, and the patient was placed back on oral anticoagulation (oac). A transesophageal echocardiography (tee) was performed in july 2025, and it was also determined as a potential device related thrombus (drt) on the center of the closure device. The patient had another CT and tee performed on an unknown date where there is debate of drt or healing on the face of the closure device. The patient has experienced no adverse events and remains on oac until a determination of drt or healing can be made.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the routine 45 day follow up computed tomography (CT) imaging showed suspicion of a non-mobile thrombus, and the patient was placed back on oral anticoagulation (oac). A transesophageal echocardiography (tee) was performed in (B)(6) 2025, and it was also determined as a potential device related thrombus (drt) on the center of the closure device. The patient had another CT and tee performed on an unknown date where there is debate of drt or healing on the face of the closure device. The patient has experienced no adverse events and remains on oac until a determination of drt or healing can be made.